Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2026. The closure device was implanted in a proximal position due to the patient difficult anatomy and short depth. The physician decided to release the closure device at that position. During the routine follow up performed the day after the procedure to decide the patient discharge, it was noted that the closure device had embolized. The closure device was surgically explanted the following day on 25-jun-2026. No further information was provided.